Event description:
Angioplasty for vasospasm. During the procedure in a tortuous anatomy, it was reported that the navien catheter with a hyperform balloon inside became kinked at the distal tip and a piece of the catheter came loose from the shaft which was eventually retrieved from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The catheter was returned for evaluation and it was found to be separated at 20.7cm from the catheter tip likely due to the tortuous anatomy and from applying too much force to the catheter body; however, the broken segments were retained by the inner layer. The device has to be inspected for any damage prior to use per the IFU (instructions for use).(B)(4).